Event description:
It was reported taht (1) mcl20 device was used during a sigmoid colon resection procedure. It was reported by the rep that the clips fall out of the applier. It is unk how the case was completed.